Event description:
An aus device was implanted on 12/5/90. The balloon was revised on 6/11/92. The cuff was revised on 10/7/92. The balloon and pump were removed from the pt on 10/8/96, due to recurring incontinence, and replaced.